Event description:
It was reported that the surgeon inserted an aa4204vl silicone plate lens and the lens tore the capsule. No vitrectomy performed. The lens was removed and a sulcus lens was implanted. The incision was sutured to close the wound. This is the second of two lenses for this pt- see MFR. Report #2023826-2006-00933.

Manufacturer narrative:
Based on the complaint and the work order search, a specific root cause of the event could not be determined. It should be noted that the lens, injector and cartridge were not returned for eval.